Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that at the start of the treatment the doctor noticed a large bubble near the pocket on the left eye. Surgeon stopped procedure and stated this was a vertical gas breakthough and did not complete the left eye. Procedure was successfully completed on the right eye. Surgeon stated that he would determine how to proceed. Flap depth was programmed at 100 um.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. In the initial report it was reported that the manufacturing date for the system was 10/31/2006 however, the manufacturing site has provided the date as 2007 (only year provided). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.